Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one svt (supraventricular tachycardia) / nst (non-sustained ventricular tachycardia) entry less than or equal to 210 ms. The ventricular average cycle length (ms) is 160 ms on (B)(6) 2010.

Event description:
It was reported that the sensing integrity counter was high since (B)(6) 2010. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.